Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the serious adverse events of an unspecified infection ¿because of dialysis,¿ which required hospitalization. The etiology of the patient¿s infection is unknown; therefore, causality cannot be established. It should be noted that limited additional clinical information precluded a more comprehensive investigation. Chronic kidney disease is associated with an altered immune response, which leads to a high incidence of morbidity and predisposes patients to an increased risk of infections. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized due to an unspecified infection, reportedly related to dialysis. No additional details were documented within the call notes to cs. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.